Event description:
It was reported that during a cardiac ablation procedure, the catheter was being moved intracardially from the left inferior pulmonary vein to the right superior pulmonary vein. When the catheter was retracted into the sheath the guidewire was pulled significantly toward the proximal side with attempt to extend and store the catheter all at once using the slide control knob. As a result, the shaft became bent and occluded. When the guidewire was attempted to be advanced, it was unable due to the bend. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.